Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9591024. B3: estimated date.

Event description:
According to the available information, one hour after insertion, the balloon exploded.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9591024. The product reference was manufactured with an intermediate product manufactured by our subcontractor which was informed about this complaint. According to the available information we cannot conclude on a specific root cause in this case for the burst. Checking the quality databases revealed this type of defect is known and closely monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil family product and the same defect ¿burst¿ from september 2020 to september 2024: 178 similar cases were found. A risk management file evaluation was performed. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. B3: estimated date.